Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported development of complications after surgery. Healthcare professional later reported "severe breast deformity, tight to the touch and capsular contracture baker grade iii/IV. This is for the right side device. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: a.2, a.4, b.3, d.4, h.4, h.6.

Event description:
Patient reported development of complications after surgery. Healthcare professional later reported "severe breast deformity, tight to the touch and capsular contracture baker grade iii/IV. This is for the right-side device. The device has been explanted and replaced.